Event description:
Abbott freestyle libre 2 cgm (continuous glucose monitoring) constant sensor failures. Est. Apx 65% failure rate over 4 months. The latest... Was the cgm reported a blood glucose reading of 300. When I checked my blood sugar manually with an accuchek blood glucose monitor it was 100. If I took insulin or other medication this could have been catastrophic. A one-time exception I can understand but the sensors are constantly failing. I have no laboratory results. This is just based on my home testing. However, they freely replace the sensors that are defective but it does not decrease the failure rate.